Manufacturer narrative:
The reported event is inconclusive due to poor sample condition. A bd purewick urine collection system, pump tubing, collector tubing without the elbow connector, collection canister with lid, and external power cord were returned. The device met specifications. The device was being used for treatment purposes. It is unknown if the device contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "please read all operating instructions and warnings before the first use of this product. No special skills or additional training is required." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that the user need instructions on how to use the purewick urine collection system.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the user need instructions on how to use the purewick urine collection system.